Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a040501 captures the reportable event of stent calcified. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a tria ureteral stent was implanted during a ureteroscopy procedure. Post procedure, the patient returned for a planned stent removal procedure and to have stones treated. During the procedure, it was found that the stent was encrusted and could not pass the guidewire. The encrusted stent was removed with a grasper and another tria stent was implanted to the patient, which have completed the procedure. There were no patient complications reported.